Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured a loss of power to the mobile power unit (mpu) on 07jul2024 due to the patient accidently turning off the switch to the outlet that the mpu was plugged into. The mpu had a v-lock connector on the ac power cord and was not exchanged from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm was confirmed via the provided log file. Data from the reported event date of 07jul2024 was reviewed, and the pump operated at intended speeds while connected to the driveline. A low voltage hazard alarm was observed on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved within a few seconds when power was restored to the system, and no other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the root cause of the observed loss of ac power was user error in the patient accidentally turning off the switch to the outlet that the mpu was plugged into, and the mpu was not exchanged. Per the labeling the user is instructed to not connect the mobile power unit to electrical outlets that are controlled by a wall switch, as the mobile power unit will fail to supply power (heartmate 3 patient handbook rev. D). Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users to not connect to the mpu to an outlet that is controlled by a wall switch. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.